Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen was white from top to bottom on 20% of the right hand side of the screen and customer was unable to interact with the screen. Blood glucose was 253 mg/dl. Reportedly, customer had manual injections available as alternate insulin therapy.